Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause for the aortic malposition cannot be confirmed; as reported, there are no obvious factors that alone or in combination could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure the valve deployed 3-4mm above the initial target area, resulting in moderate paravalvular leak (pvl) and moderate central aortic insufficiency (cai). Elevated pa pressures 15-20 points greater than baseline with moderate mitral valve regurgitation. A second sapien 26mm valve was positioned ventricular to the 1st and was successfully deployed. The result was trace paravalvular leak. Additional information revealed the following: the aortic root was moderate-severely calcified and the native leaflets had moderate-severe calcification. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system were also described as good. The 26mm sapien valve was positioned 50/50 across the native annulus. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost.